Manufacturer narrative:
The reported event of setscrew came out of the device stuck to the torque wrench was confirmed. Analysis revealed that the atrial set screw became stuck to the tip of the torque wrench due to incorrect insertion of the torque wrench into the set screw inset. The user was forcing the wrench tip into the set screw inset with the corners of the wrench being wedged forcefully into the set screw inset walls which stuck the set screw to the wrench tip. The stuck set screw was then pulled out of the device through the septum. With correct wrench insertion the wrench fully drops into the set screw inset without force and engages the set screw inset and tightens the set screw until the wrench clicks. The anomaly is related to the user¿s incorrect use of the torque wrench.

Event description:
During attempted implant, the lead could not be inserted into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.